Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6. -13.5/2.5/093 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The lens tore/broke during injection/deliver into the eye. There was patient contact(lens touched the eye). No patient injury. The lens was exchanged with a longer length lens on (B)(6) 2023. This resolved the problem. Reportedly, patient and surgeon are happy.